Event description:
It was reported that the pump showed check syringe sensor. No patient injury was reported.

Manufacturer narrative:
(UDI) is unknown; no additional information was provided. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Received for evaluation were two (2) samples in used conditions without their original packaging and one (1) sample in unused conditions within its original packaging. Visual inspection and functional test(s) were performed. The samples were visually inspected at a distance of 12 inches under normal lighting in order to detect any damage on the unit; the three (3) samples had a tear. A leak test was performed; the sample passed the leak test. The most probable root cause of the reported problem that a crack was found, is that production personnel did not detect the damaged product. Action(s) taken to mitigate the reported issue(s): training material was updated to add the damaged tube defect and a qalert was generated to ensure that operators can detect damages in the tube. Production personnel was trained in this qalert.